Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was seen today by their implanting physician where it was noted that they had 2 ¿pea sized¿ open areas with drainage at their implantable neurostimulator (ins) site which was exposing the battery. Patient symptoms of pain, redness, swelling, drainage, and incisional wound opening were all reported at the device pocket site. No diagnostic testing or troubleshooting had occurred but will be performed in the future. The patient¿s physician planned on explanting the device (next wednesday) and to start the patient on antibiotics. The patient status at the time of the report was noted as ¿alive no injury.¿ additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient¿s leads and implantable neurostimulator (ins) were explanted on (B)(6) 2014. No new devices were implanted at the time of the report and the devices will not be returned to the manufacture. The manufacturer representative was not aware of any further actions or of a confirmed infection.